Event description:
This is an adverse event recorded on a crf as part of the (B)(4) study. After a radiofrequency ablation, the pt developed a tear in the esophagus measuring about 4cm in diameter. The pt was hospitalized and given proton pump inhibitors and hemostatic drugs by intravenous infusion. It was reported that the pt improved and would undergo an endoscopy after one month to ensure the tear had healed. No other info was provided.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).